Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that display screen was partially viewable on insulin pump. Customer's blood glucose was unknown. After pump rest without battery or battery cap, buttons were no longer responding.